Manufacturer narrative:
Continuation of d10: biotronik ICD: 393041; implant date: on (B)(6) 2017; additional product: d1: heartware ventricular assist system ¿ controller; d9: no; h5: no; h6: the codes present in section h6 correspond to components / products that comprise the reported eveh6: the codes present in section h6 correspond to components / products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient developed acute chest pain and the ventricular assist device (vad) had a flow of 0 liters and "failed." When the controller was exchanged, the flow was restored at a reduced level between 1-2.2 liters per minute and the patient remained in cardiogenic shock. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated h10. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420, catalog #: 1420, expiration date: 31-may-2023, serial or lot#: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 18-may-2022. H5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(6) revealed that the returned pump passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. CAPA: pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Failure analysis of (B)(6) revealed that the returned controller passed external visual inspection and functional testing. An internal visual inspection revealed two (2) cracks on a standoff post within the controller housing. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA: pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Log file analysis pertaining to (B)(6) revealed a sharp decrease in power consumption and estimated flow logged on (B)(6) 2023 leading to parameters below the normal operating range and five (5) low flow alarms have been logged on (B)(6) 2023. A vad disconnect alarm was logged on (B)(6) 2023 at 13:40:43 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power-up with associated motor start event logged on 11/jul/2023 at 13:41:58, indicating the controller was put in use following the controller exchange. Review of the log files associated with (B)(6)revealed power consumption and estimated flows below the normal operating range following a slight sustained increase in power and estimated flows and eleven (11) low flow alarms have been logged on (B)(6) 2023. Of note, some low flow alarms had a flow that fell below 0.1 l/min, which was likely perceived as the reported no flow event. No vad stopped alarms were logged within the analyzed period. As a result, the reported low flow and no flow event was confirmed. The reported vad "failed" stop event was not confirmed. Information provided by the site indicated that in addition to the low flow event the patient experienced acute chest pain and cardiogenic shock. The ventricular assist device (vad) was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the low flow and now flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 28-jul-2023, h3: yes dev rtn to MFR? Yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.